Event description:
It was reported that hp053 handpieces was used during a tonsillectomy procedure. It was reported that the handpieces failed with blades attached and removed with test tip. The handpieces did not work effectively. Another handpiece was used and procedure finished without consequence.